Manufacturer narrative:
Further information was received that the customer's in-house engineer reported that the device indicated that the battery was failing to charge and was not in use at the time. The customer reported a battery failure alarm; however, the philips engineer did not see it when he arrived on site. Philips engineer replaced the battery to resolve the reported issue and completed preventive maintenance service. The device was not in patient use at the time of the failure. There was no patient or user harm reported.the customer's alleged malfunction was confirmed based on the information provided and the service performed. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6) 2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device had a battery failure. The patient/user involvement information is not available at this time but has been requested. There was no patient or user harm reported.